Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several motor error alarms last weekend and the pump reset and is now working again. Customer had a high blood glucose and another motor error alarm. Customer's blood glucose was 19.3 mmol/l. Customer changed the set and reservoir. Customer had given a bolus but their blood glucose did not drop. Customer used an insulin pen and their blood glucose is now in control. The insulin pump will be returned with the battery for analysis. A replacement pump will be sent to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.